Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular lead was attempted to be implanted due to the screw being damaged. Another lead was implanted instead. This lead is expected to be returned for analysis. No adverse patient effects were reported.